Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR. Report: 1627487-2018-10280. It was reported one of the patient's lead had impedance issues. As a result, the patient is awaiting surgical intervention. Both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-10280. Follow-up information provided the patient had the t12 lead replaced with a new lead on (B)(6) 2018 due to high impedances. It was also discovered the lead had a fracture. Impedance issue has resolved. Effective therapy was restored.